Event description:
A malfunction alarm with code malf 0 was reported on a pump that was under warranty. There was no reported adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted, and tandem technical support instructed the customer to put the pump into storage mode and return it using a pre-paid label.